Event description:
A 90% stenotic lesion was identified in the rca mid. Following guidewire passage through the lesion, the lesion site was observed via ivus to confirm vessel diameter and pathology. As a result, the device was selected and delivery to the lesion site was attempted. However, progression was impeded immediately after the tip of the 6fr (B)(6) guiding catheter exited the vessel, encountering difficulty in traversing the vascular bend. After adding a guide extension and attempting delivery again, the device became snagged at the same site and failed to pass beyond the lesion. It was withdrawn externally for tip inspection, revealing a kink in the inner-outer shaft section between the two markers. Passage with this size was therefore deemed difficult. Upon changing the size to 2.5 x 6 mm, the device successfully traversed to the lesion site. Subsequently, stent placement was performed without issue, and the procedure was completed without incident. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).